Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of noise that was oversensed causing pacing inhibition. No adverse patient effects were reported.